Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found cuts in the insulation and stretched conductor coils near the tip, due to the force of the extraction. The electrode tip and helix revealed no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was inadvertently dislodged while the left ventricular (lv) lead was being explanted. Which thus required the ra lead to be explanted. As the patient was in chronic atrial fibrillation, the ra lead was not replaced. No additional adverse patient effects were reported.